Event description:
It was reported that the 9800 system shut down during a case. The 9800 system had to be rebooted, and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.